Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: instrument was fired across a previously fire staple line that had incorporated peri strip device (entangled). Add'l resection had to be done of the malformed staples.